Event description:
It was observed that during the device evaluation, the duodenovideoscope had foreign material on the light guide cover lens, a defective distal-end thread, chipped glue on the distal-end lens and an issue with the ccd cover lens glue. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the reportable events "a defective distal-end thread, chipped glue on the distal-end lens, and an issue with the ccd cover lens glue" was caused due to component failure. However, the cause for the reportable event "foreign material on the light guide cover lens" could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.